Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. No anomalies were found, however blood/body fluid was observed in the proximal conductor. Outer insulation melted and apparent explant damage was noted.